Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The false upstream occlusion alarm was confirmed through baxter's functionality testing, as well as reproduced while running the pump with a loaded set. This condition was determined to have been caused by a failed upstream sensor with low fluid number readings. This condition would make the pump more sensitive to false upstream occlusion alarms. The failed upstream sensor was replaced.

Event description:
During baxter's functionality testing, a spectrum pump had a false upstream occlusion alarm. There was no patient involvement.